Event description:
It was reported that a patient underwent an incarcerated hernia repair procedure (B)(6) 2011 and mesh was used. On (B)(6) 2012 the patient was taken to surgery for a recurrent ventral hernia repair with reinforcement. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent an open recurrent hernia repair intra-peritoneal onlay mesh, ipom, placement procedure. The patient presented with symptoms on (B)(6) 2012. A CT scan showed the patient had a recurrent hernia, an abnormally appearing appendix and moderate adhesions. During the re-operation on (B)(6) /2012, there was mesh throughout the abdominal wall. A portion of the mesh was explanted from the abdominal wall because it didn't adhere. The patient underwent a repair of the recurrent ventral wall hernia with a different mesh and an incidental appendectomy. The reason for the recurrence is not known.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.